Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red welts from the lifevest. The patient reported that garment was "too tight" and uncomfortable. The patient's cardiology nurse advised the patient to use baby powder on the skin irritation. Follow up indicated that the patient ended use of the lifevest and the "bruises are still present but swelling has gone down and there has been a small improvement"